Manufacturer narrative:
Device received unable to performed the displace test due to cracked bleeding lcd.

Event description:
Customer reported via phone call that the insulin pump was broken due to fell off. The customer¿s blood glucose level was 343 mg/dl at the time of the incident. Customer stated that there was no physical damage to the reservoir lip ring. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.